Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 35-year-old male patient underwent placement of a gore® acuseal vascular graft (acuseal graft) in the left forearm for dialysis. It was a loop graft placement. One additional procedure was performed during this procedure: an aneurysm resection. On (B)(6) 2024, it was noted the patient underwent the first successful hemodialysis session with the acuseal graft. There were no adverse events during this session. On (B)(6) 2025, it was noted the patient had a thrombosis/dissection in the graft that was related to the registry device. Hospitalization was required and although it was noted the adverse event recovered/resolved without sequelae on (B)(6) 2025. Reintervention was required and on (B)(6) 2025, a percutaneous transluminal angioplasty (pta), thrombectomy, and non-gore stent were placed. The gore® acuseal vascular graft remains in place. (Captured under case (B)(4). On (B)(6) 2025, it was noted the patient had thrombosis related to the registry device. This event required hospitalization and a surgical repeat intervention. The repeat intervention was reported as a thrombectomy and a resection of a destroyed prothesis piece and replacement with a new prosthesis. The gore device remains in place. It is noted the event recovered/resolved without sequelae on (B)(6) 2025 (captured under case (B)(4). On (B)(6) 2025, it was noted the patient had a destroyed prothesis (unknown manufacturer) and dissection of the arteria brachialis that was assessed as related to the registry device by the clinical study site. In-patient or prolonged hospitalization was required. On (B)(6) 2025, the patient underwent a repeat intervention for the treatment of the event. A surgical repair and explant of the acuseal graft were performed. The adverse event recovered/resolved with sequelae on the same day.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H3 other; h6 codes b21, c21: further information was requested from the clinical study site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
C1: serial number added. H6: coding updated per the investigation findings. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.